Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient was in for a refill today and the pump stated the motor had been stalled for 1,092 hours and tubeset message. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and they saw stall and recovery but nothing noted in logs for 2024-05-11. The caller stated the patient did not have a second MRI. It was confirmed the patient was not symptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.